Event description:
It was reported that a user started a new dexcom g7 sensor, initiated it in both the dexcom app and the ilet, observed the ilet displaying ¿pairing with sensor¿ while simultaneously showing glucose readings, and then, after reopening the dexcom app per guidance, saw a prompt to stop or replace the sensor; the recorded glucose value was 199 mg/dl, and the user had recently eaten with insulin expected to act. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available and there was insufficient information to determine a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.